Event description:
Patient reports some shortness of breath. Patient experienced a previously reported issue with their remodulin pump earlier today; no adverse event or side effects reported at that time. No new pump issue reported. Patient was advised shortness of breath could be related to temporary lapse in therapy or due to stress of previous situation. Patient was advised to continue monitoring condition and seek medical attention if necessary or contact pharmacy if any other questions. Unknown if md aware. No further information, details or dates available. Pt is on both sq remodulin ms3 and tyvaso nebulizer therapies. Reported to (B)(6) by pt/caregiver.